Event description:
It was reported that the patient presented to the emergency room after receiving several inappropriate shocks. There was oversensing, rv pacing impedance was 500-1800 ohms, and there was no capture. Detections were turned off. No further patient complications have been reported as a result of this event. Additional information was received reporting that the patient received 50 inappropriate shocks, and there was a lead fracture.